Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(6) ; product ID: bi71000860, serial/lot #: (B)(6) ; product ID: bi71000577, serial/lot #: (B)(6), the enclosure charger was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspection confirmed electrically overstressed components. Damaged capacitors on backplane and on charger card. B01,c02,d02 codes are applicable. The enclosure charger was returned: 2026-feb-11. H3,h6: the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. The power conversion enclosure passed bench testing. Installed into test imaging system. The system booted and readied on each power cycle. Passed motion calibrations, multiple 2d and 3d images were acquired, all were successful. The system booted and readied on each power cycle. System functioned as intended. No fault found while under test . B01,c19,d14 codes are applicable. The enclosure charger was returned: 2026-feb-11. H3,h6: the pcba supply board was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed supply board into test imaging system. The system booted, motion, x-ray and communication all readied. Multiple 2d and 3d images were successful. No fault found while under test. B01,c19,d14 codes are applicable. The enclosure charger was returned: 2026-feb-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175; product ID: bi71000162; product ID: bi71000163; product ID: bi71000861; product ID: bi71000860r; product ID: bi71000429; product ID: bi71000225; product ID: bi71000577. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during a case, they performed a spin on a patient and then the pendant turned off unexpectedly and the battery was completely drained. Clinical specialist (cs) reported system was plugged into wall power when complaint occurred and unknown if the battery was displaying as low on the pendant. Cs also reported site had to manually open the gantry to remove patient. This was occurred intra operatively. There was a patient present. Delay and impact to patient outcome were unknown.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, replaced power and charger enclosure along with the batteries. Generator control board was replaced due to the mission on signal to power on the generator. Door winch replaced. System check was good. System was operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, bi71000577, product ID: bi71000523, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.